Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a patient enduring a stroke (m2 occlusion) during use of the impella device. The medical team alleged the device was a causal or contributory factor in the patient's injury. Intervention was required to repair the occlusion.